Event description:
It was reported that the right ventricular (rv) lead was explanted due to high out of range impedance. The cause is a suspected lead insulation break. During the explant, the lead broke and part of the lead remains implanted in the patient. The lead will not be returned for analysis. No additional adverse patient effects were reported.